Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 07/08/2024: section b. Box 5. Describe event or problem. It was previously understood that the red72 fractured inside the patient while being removed. However, based on the updated information, the red72 fractured outside the patient while being removed. Although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event.

Event description:
The patient was undergoing a thrombectomy procedure in the distal right anterior cerebral artery (aca) using a penumbra system red72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, a stent retriever, and a guidewire. During the procedure, the physician successfully completed one pass using the red72, neuron max, microcatheter, and stent retriever. After aspirating the clot, the physician experienced resistance while retracting the red72 from the neuron max, fracturing its mid-shaft outside the patient. It was reported that there was a problem near the hub of the neuron max. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a stent retriever. During the procedure, the physician fractured the red72 while retracting it. Therefore, the red72 was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.